Manufacturer narrative:
The device was tested on the bench as well as using automated test equipment, and no anomaly was found.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient went into an irregular rhythm and did not receive therapy. The patient presented to the hospital after receiving appropriate therapy for vf and was admitted to the ICU. Later, the patient had coded and required external cardioversion and intubated. The patient had recently been on dialysis. No vf events were detected on the device but multiple non-sustained oversensing events were stored. The device did not recognize vt due to programming settings. Review of the episodes revealed agonal signal that indicated a sick heart and fell below the vf detection rate. It was later reported that the patient expired.